Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. On (B)(4) 2013, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on the same day she contacted lfs for assistance at an unknown time in the morning. She tested back to back on the subject meter and observed values of ¿284, 328 mg/dl¿ performed greater than 20 minutes apart. The patient manages her diabetes with humulin insulin, 34 units at meal times and 70 units of lantus at night and tests between 6-8 times per day. She denied making any immediate changes to her diabetes management routine in response to the alleged issue. She claimed that immediately after testing she experienced symptoms of ¿nausea, shaking, and dry mouth¿ which she associated with low blood glucose. She reported that she skipped taking her humulin insulin and a short while later ate some toast and slowly began to feel better. The patient reported that she skipped taking her humulin insulin for the rest of the day and took 70 units of lantus insulin that night. At the time of troubleshooting the cca confirmed the samples were obtained from the same approved sample site. The subject test strips were unexpired. The time difference between the 2 readings was greater than 20 minutes. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury associated with hypoglycemia after the alleged meter issue began.